Manufacturer narrative:
Device had missing retainer and missing reservoir tube o-ring. Device p-cap / test reservoir does not lock in place properly and unable to perform the displacement test due to the missing retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer blood glucose level was 50 mg/dl. The customer was assisted with troubleshooting. Customer stated that she got a new insulin pump which she lost the lip ring. Customer stated that reservoir unable to lock in place when inserted into insulin pump. The insulin pump will be returned for analysis.